Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 and also had keypad anomaly, prime anomaly. The customer¿s blood glucose level was 840 mg/dl at the time of incident and current blood glucose 145 mg/dl. The customer was treated with intravenous saline drip and insulin into intravenous. It was reported that the insulin pump gave too much insulin at times and none at other times (health care professional took him off the pump for this) trouble with buttons while priming and were harder to hold the buttons down now than it used to be. It was reported that the customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to call back for assistance if high blood glucose persist. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08765 inches. No under deliver anomaly or over delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test . Device uploaded properly using carelink. Device had intermittent button response on the esc and the act buttons due to flattened dome switches (no crease). No button error alarm noted. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. Device had minor scratched display window, stained address or serial number label, scratched reservoir tube window and cracked reservoir tube lip.